Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed downstream occlusion test was not reproduced as the device passed flow line testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification force sensor, which could not be calibrated. The downstream sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing three times. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.